Manufacturer narrative:
Evaluation summary: the actual device involved in the incident and the internal device usage history was reviewed. The review determined that the device would not initially power on due to a component failure.

Event description:
It was reported that during a rescue attempt, when the button was pressed, the device did not power on. The battery pack was ejected and reinserted. The on button was depressed again and the device powered on. It was reported that once the device powered on, it performed properly for the remainder of the incident. It is believed that the patient did not survive.